Event description:
It was reported that the customer requested for an evaluation of the pcu and large volume pump module logs for an event that occurred on 11sep2025. There was patient involvement but no harm. The customer later provided the following information: "we believe the patient received at least 5 hours at a rate of 168ml/hr which would equal to about 840ml. The patient should have received one hour at 200ml then 4 hours at 66ml which would equal 464ml. IV fluid was programmed as the primary rate set to 1ml/kg/hr rate x 3-4 hours and then the secondary rate is set to the 3ml/kg/hr rate x 1 hour. In this case we believe that the secondary rate may have been set to 168ml/hour instead of 200ml/hour and the primary rate was set to 66ml/hour."

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was confirmed through a review of the logs and was determined to be due to a use error. The intended infusion rate was reported to be 200ml/h for one hour, followed by 66ml/h for six hours; however, the log review confirmed that the suspect device was programmed at a rate of 198ml/h and was allowed to infuse for nearly three (3) hours. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. On (B)(6) 2025 at 10:02 am, the pcu event log showed the pcu was powered on, and the suspect pump module was attached and assigned to channel a. The user selected ¿yes¿ to new patient. The profile in use was identified as ¿general adult¿. At 10:03 am the unit was selected, the user programmed a ¿guardrails drugs¿ infusion of ..ivf no additives, with a volume to be infused (vtbi) of 900 ml and a rate = 198 ml/hr. At 10:04 am the unit was selected, the user programmed a secondary infusion, the user selected ¿basic sec¿ with a rate of 66 ml/hr and a vtbi = 300 ml. The infusion was started. Subsequently, the user selected secondary infusion and changed the rate to 198 ml/hr and the vtbi to 198 ml, the infusion was started. Subsequently, the user changed the rate to 66 ml/hr and the vtbi to 400 ml. The infusion then started. At 10:05 am the unit was selected, the user selected ¿primary¿ and then ¿start¿, the pcu displayed the message ¿stop secondary and infuse primary? User selected ¿yes¿. At 12:48 pm the infusion was paused, then started. Subsequently, it was paused again and then restarted. At 1:02 pm the unit was selected, and the user changed the rate to 67 ml/hr, the infusion was started. At 1:46 pm the pump alarmed for occluded fluid side, the infusion was then restarted. At 3:39 pm the infusion was paused and the pump module was channeled off. The total volume infused (tvi) was 748.279 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion is being attributed to user error. The intended infusion rate was reported to be 200ml/h for one hour, followed by 66ml/h for six hours; however, the log review confirmed that the suspect device was programmed at a rate of 198ml/h and was allowed to infuse for nearly three (3) hours. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0401, a040502, a1801, c07, c0503, d15, d08, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.